Manufacturer narrative:
Received 0.18" guidewire for evaluation. A visual exam revealed the guidewire to be frayed and unraveled from the around the inner coil. The device was forwarded to the device manufacturer. Summary: no non-conformities or were observed in either the manufacturing process or the raw material purchased. The lot passed all in process and final inspections including tensile testing. Based on the investigation, it is not possible to assign a definitive root cause for the event as reported. The evidence presented by the sample and the information provided by the supporting documentation for the event show the wire appears to have been pulled beyond its tensile strength.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted. We are currently waiting for the device sample to be returned for evaluation.

Event description:
Guidewire frays during introducer removal.